Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: there is no further information available for this complaint. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure the diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed, interrupted or continuous? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Was the suture reprocessed (ie. Re-sterilized) before use? Patient symptoms- describe the manifestation of reaction (location, severity, appearance, systemic or local reaction). Was medical intervention required to treat the patient condition? Results. Does the patient have known allergic history to medical device, food or medications? Was there any allergy testing performed? If yes, results? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications. What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient current status?

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the suture was used. The patient experienced allergic reaction to the suture. It is unknown how the procedure was completed. Additional information has been requested.